Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: unknown, product ID: b3300533, serial/lot #: unknown, product ID: b3300533, serial/lot #: unknown, additional review indicates this information was already reported in manufacturer¿s report #3004209178-2024-17983 and 2182207-2024-03016. However, any additional information regarding the impedance issue on this ins (s/n: (B)(6)) will be submitted as a supplemental submission to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that even after revision, the patient continued to have red and orange impedances values on the electrode and received an out of regulation (oor) message on the handset. In addition, during the last interrogation, segment 2b appeared to be shorted with both segments 1b and 1c, which was used to deliver stimulation. It was reviewed that this should not generate an oor message, although it could reduce the effectiveness of the stimulation effect on the left hemisphere. On the other hand, regarding the right hemisphere, the latest report from (B)(6) showed several electrodes with high impedance. The same high impedance profile was confirmed using an impedance test at 1.0ma (the electrodes changed from red to orange, but none from red/orange to green), thus confirming the integrity problem of the right lead. Since the profile was confirmed by testing using 1.0ma, it was reviewed that the physician could consider excluding segment 10b from stimulation. This should resolve the oor issue, hopefully without interfering with the stimulation effect on the left side of the body. However, the question of what could be the reason for the high impedance of the right hemisphere remains. The only way to respond is to carry out a review of the system, trying to check the connection sites between the extension and the electrode, or between the extension and the battery, but also the value of the impedance of the extension and electrode, using the extension and electrode test cable respectively. Additional information was received reporting that the problem was partially solved. There are still some segments with high impedance but the patient does not want to have a new surgery. The neurologist has found a good stimulation to reduce symptomatology.